Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2023 h6 component code: g07002 no device problem found a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received twenty-three unopened samples that pertain to the product code z443e. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/8/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please provide the lot number: the lot number is thmhbr - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contact person (B)(6) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal midline closure on canine with interrupted suture in 2023 and suture was used. During the animal surgery, the suture broke when tying the knot. There were no patient consequences reported. Additional information was requested.